Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia after a supply change, with a reported blood glucose of 238 mg/dl, and the glucose level subsequently returned to range without alerts or alarms. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no medical intervention, no hospitalization, and resolution to target range after monitoring and troubleshooting. Investigation included user troubleshooting and education conducted by customer care. Investigation of this case revealed that the specific cause of the hyperglycemia was not determined. It was concluded that the event was consistent with hyperglycemia of unclear cause with no device malfunction identified based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.